Event description:
According to a report from the patient, "two catheters from the box had jagged pieces adhered to the catheter about 1 1/2" from the eyelet. He did not notice it at the time, and it caused bleeding. He did not see his doctor."